Manufacturer narrative:
A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. Due to the current covid-19 pandemic, it was not possible to receive the product for evaluation. The investigation will be reassessed as soon as the product is received. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The IFU clearly suggests: ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, looking at the event and the kind of failure and the damage, the most probable cause could be a misaligned forceful drilling, to an extent that the drill came in contact with the nail, it broke and deformed the inner sleeve as well (due to misalignment). A blunt drill bit due to long years of usage cannot be excluded as one of the contributors. A prior inspection of the drill and functional check of the targeting device may have avoided the failure. This is required as per IFU. If the device is returned or any additional information is provided, the investigation will be reassessed. H3 other text : device return restricted due to pandemic.

Event description:
As reported: "while drilling in order to insert oblique screw, a drill interfered with nail. Drill got broken and the tip remained in bone. The tip was removed. Screw was inserted to another site and procedure was completed."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "while drilling in order to insert oblique screw, a drill interfered with nail. Drill got broken and the tip remained in bone. The tip was removed. Screw was inserted to another site and procedure was completed."

Manufacturer narrative:
Correction: refer to h3 (reason code). A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The IFU clearly suggests: ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, looking at the event and the kind of failure and the damage, the most probable cause could be a misaligned forceful drilling, to an extent that the drill came in contact with the nail, it broke and deformed the inner sleeve as well (due to misalignment). A blunt drill bit due to long years of usage cannot be excluded as one of the contributors. A prior inspection of the drill and functional check of the targeting device may have avoided the failure. This is required as per IFU. If the device is returned or any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
As reported: "while drilling in order to insert oblique screw, a drill interfered with nail. Drill got broken and the tip remained in bone. The tip was removed. Screw was inserted to another site and procedure was completed."